Event description:
The customer reports during an esophagogastroduodenoscopy (egd) and removal of an esophageal hanarostent (that had been placed a month prior at a different location), the stent broke apart during removal. The physician was not able to remove all of the stent pieces. The physician was not concerned because the customer was scheduled for another unspecified surgery next week. No additional consequences to the patient were reported.